Event description:
During ablation, it was noticed that there were cuts on the diaphragm, which may have been caused by an insulation fault in the cord near the bifurcation, leading to the clamping area.